Manufacturer narrative:
The complainant stated that the driver tip broke of during surgery. There was no harm done to the patient and the incident did not delay the surgery. The damage was assessed by the complaint coordinator after the device was returned and the visual inspection confirmed that the distal tip of the driver was broken off. A review of the DHR was performed and there were no anomalies identified.

Event description:
The complainant contacted the company regarding a possible complaint. Per the complainant, "we had a driver tip break off during surgery. No harm was done to the patient and it did not delay the case at all."